Event description:
A surgeon reported that one haptic on an intraocular lens (iol) was noted to be bent during implantation. The iol was removed during the same procedure. The wound was minimally widened to facilitate removal.